Manufacturer narrative:
Follow-up #1 and final report submitted to update sections based on the results of investigation. It was reported that it was difficult to disassemble the bone pin from the array stabilizer. The product was unavailable for inspection as the product was not returned. Product history review: not performed as lot no was not provided. Complaint history review: not performed as lot no was not provided the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available this investigation will be reopened. No action is required at his time as there is no indication to suggest a product non-conformity or unanticipated hazard. The device was not returned for evaluation.

Event description:
Surgeon missed bone on first attempt to place femoral bone pin. Re drilled, case went as planned. When trying to remove 4x140mm femoral pin it would not move in the pin guide, and vice grips were needed to stabilize pin stabilizer so that pin could be safely extracted from patient. Pka case delayed for 6 minutes.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Surgeon missed bone on first attempt to place femoral bone pin. Re drilled, case went as planned. When trying to remove 4x140mm femoral pin it would not move in the pin guide, and vice grips were needed to stabilize pin stabilizer so that pin could be safely extracted from patient. Pka case delayed for 6 minutes.